Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the pt's vascular access needle dislodging during treatment and subsequent air in the pt's line. Facility staff attributed the access needle dislodging to user technique. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported that the pt's access needle dislodged during a routine hemodialysis treatment. Rinseback was not performed due to the amount of time elapsed and the presence of air in the line, resulting in an estimated blood loss of 190 cc. No medical intervention was required.